Manufacturer narrative:
Correction to g3 of the supplemental medwatch 91836. The aware date should be 01-jun-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that this phenomenon occurred due to a faulty printed circuit board (dp board). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that the error code "b30" was generated and no images could be obtained. The problem, as reported to olympus, was identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error could not be confirmed. However, a bent video connector pin was found, causing a smeared image with olympus, model series 180 scopes. In addition, no digital video interface signal was present due to a faulty printed circuit board (dp board). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.